Manufacturer narrative:
The insulin pump passed all functional tests, including the idle current measurement test, run current measurement test, self test, off no power test, unexpected restart error test, displacement test, basic occlusion test, occlusion test, prime test, rewind test, excessive no delivery test and delivery accuracy test. However, pump was received with intermittent button response due to flattened esc, act, up and down button dome switches. The keypad connector on lcd was locked properly during visual inspection. The insulin pump was received with cracked case at the display window corner, cracked reservoir tube lip, cracked belt clip slot and minor scratched lcd window.

Event description:
The customer reported via phone call that they were hospitalized due to diabetic ketoacidosis and high blood glucose on (B)(6) 2018 with blood glucose of 600 mg/dl. The customer's current blood glucose is 411 mg/dl. The customer did not experience any symptoms as a result of high blood glucose. The customer was treated with a shot and emergency visit. The customer also states the insulin pump had received a button error alarm as buttons are hard to push. Troubleshooting was done for high blood glucose and button error alarm. The customer was wearing the insulin pump during the hospitalization. Based on customer report customer does not allege pump was under delivering. The insulin pump will be returned for analysis.